Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the control lever was locked and that the laser arm could not be raised manually in the patient's right eye during lasik surgery. The patient was on the stretcher, and the surgeon activated the emergency stop of the laser and no clinical consequences were observed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date. Latest preventive maintenance confirmed device met specifications as per service installation record. The associated technician identified the incident to be a known anomaly, covered by a clinical bulletin which describes the procedure to follow when this incident occurs. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).